Event description:
The customer reported that there was no connection between the c-arm and the workstation. This would prevent the system from booting up and being able to perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and the batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.